Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the customer did not remove the air from the cartridge during the load process. There was no impact to the customer's blood glucose level. The customer indicated that a new cartridge would be loaded.